Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for a high blood glucose level of 894 mg/dl. Customer stated that he was experiencing high blood glucose levels throughout the day he was hospitalized, beginning with 300 mg/dl eventually reaching 800 mg/dl when he went to the hospital. Blood glucose level at the time of the initial call was 346 mg/dl. Blood glucose level at the time of the follow up call two days later was 117 mg/dl. No further information was provided.